Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their folded position and twisted along the entire length of the balloon. Solidified media was evident inside the balloon chamber. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 24x3.5mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. A 24 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.